Event description:
Patient reported "a left side deflation" and "implant removal from textured to smooth due to the concerns of the product." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "removal from textured to smooth due to the concerns of the product."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease flat and opening on posterior. Leak test and microscopic analysis was performed which identified, sharp opening on posterior and yellow particles inner the device. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Patient reported, "a left side deflation". And "implant removal from textured to smooth, due to the concerns of the product". Device has been explanted and replaced.